Event description:
It was reported that ti snap-on transconnector 38mm-47mm, cross link broke during the procedure. Part broke during the final tightening of adjacent screw after the crosslink had been tightened. Part was easily removed without additional intervention. No surgical delay. Procedure successfully completed. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product codes mnh, mni, kwq, kwp. Device was not implanted nor explanted. Complaint was originally determined as non-reportable. Upon product evaluation, it was observed that the device fractured at a location that could potentially create a fragment, thus changing this event to reportable per clinical review. A review of the device history record revealed no complaint related anomalies. The device history record shows lot 6618320 of ti snap-on transconnector 38mm-47mm was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A product development evaluation was performed. One ti snap-on transconnector for 5.5mm/6.0mm rods was returned with the complaint that ¿the ti snap-on tranconnector 38mm-47mm, cross link broke during the final tightening of adjacent screw after the crosslink had been tightened. Part easily removed without additional intervention.¿ the returned transconnector has a fractured t-rod, this portion of the t-rod broke at the interface of the smallest cross sectional area of the rod and the screw hole (beneath the compression cap). This complaint is confirmed. The drawings for this device were reviewed and the design, material and finishing process were found to be adequate for the intended use of this device. The region in which the returned implant fractured implies that there was force applied off axis from the manner in which the device is designed to move. The transconnector is designed to span a range of lengths, but not widths as well; while there is some swivel allowed, it is minimal. The risk assessment was reviewed and is determined to adequately cover this complaint condition. This complaint is confirmed, it is not ultimately known what lead to this complaint condition, however, it is probable that excessive off axis force during insertion caused the transconnector to break. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.